Event description:
It was reported that the patient experienced erosion of the urethra at the sling location. The patient underwent surgery to remove the sling and it was determined that the sling was malpositioned. There were no further patient complications.